Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties and a burr detachment occurred. Vascular access was gained via the femoral artery. The 99% stenosed, 20m long x 2.6-2.8mm in diameter target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). In the area of the target lesion, there were significant angles of approximately 45 degrees. Following 3 successful ablation runs at 175,000 rpms for 10 seconds each the 1.75 rotablator rotalink plus burr became stuck in the lesion on the 4th ablation after a drop of 7000 rpms. By removing the burr and floppy rotawire guide wire as one unit in small increments, the physician was eventually able to remove the burr. However, upon removal, the physician noted that the burr had detached from the catheter and remained in the patient. It is unknown if any attempts were made to retrieve the burr from the patient. The physician continued the procedure with predilation of the lesion with a nc quantum apex balloon and deployment of a promus stent. No further patient complications were reported and patient status is good.

Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties and a burr detachment occurred. Vascular access was gained via the femoral artery. The 99% stenosed, 20m long x 2.6-2.8mm in diameter target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). In the area of the target lesion, there were significant angles of approximately 45 degrees. Following 3 successful ablation runs at 175,000 rpms for 10 seconds each the 1.75 rotablator rotalink plus burr became stuck in the lesion on the 4th ablation after a drop of 7000 rpms. By removing the burr and floppy rotawire guide wire as one unit in small increments, the physician was eventually able to remove the burr. However, upon removal, the physician noted that the burr had detached from the catheter and remained in the patient. It is unknown if any attempts were made to retrieve the burr from the patient. The physician continued the procedure with predilation of the lesion with a nc quantum apex balloon and deployment of a promus stent. No further patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: on analysis of the returned device it was noted that the burr was detached from the catheter and not returned. The coil was broken and stretched in the burr location consistent with excessive force being used to remove the device from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).